Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging heated humidifier is getting way too hot and continues to become uncontrollably hot. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.